Event description:
It was reported that two c5602 cusa excel 36khz disposable wrenches had a dirty surface and foreign material was found in the packaging.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.